Event description:
It was reported that an aspiration issue occurred during use with a 1 ml bd slip tip syringe with attached needle . The following information was provided by the initial reporter, "caregiver today reported to oas that she did not use 4 vials of gattex this month. 2 vials appeared to have vials floating in vials once reconstituted, 1 vial had been dropped and 1 vial she could not draw medication out of. She did not have the vial of medication available at time of call to obtain lot/exp date from. Caregiver stated the vials were placed in the hazmat box at her father¿s house. Pt reported adverse event concerning patient and that was reported to drug safety by oas today. Patient has continued on medication without any break in service at this time. Caregiver knows to call specialty pharmacy earlier to not break in continuation of service."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an aspiration issue occurred during use with a 1 ml bd slip tip syringe with attached needle . The following information was provided by the initial reporter, "caregiver today reported to oas that she did not use 4 vials of gattex this month. 2 vials appeared to have vials floating in vials once reconstituted, 1 vial had been dropped and 1 vial she could not draw medication out of. She did not have the vial of medication available at time of call to obtain lot/exp date from. Caregiver stated the vials were placed in the hazmat box at her father¿s house. Pt reported adverse event concerning patient and that was reported to drug safety by oas today. Patient has continued on medication without any break in service at this time. Caregiver knows to call specialty pharmacy earlier to not break in continuation of service."